Manufacturer narrative:
Correction: device manufacturing date now provided as it was inadvertently left off the initial medical device report (MDR).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable for the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable was received by the manufacturer for evaluation. Testing found an open between two pins indicating an electrical based failure mode.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was unable to perform a 3d image acquisition. It was reported that a frame rate error appeared on the imaging system. There was no patient present when this issue was identified. No additional information was provided.